Manufacturer narrative:
Patient identifier = (B)(6). Correction/removal report number = 3002809144-06/13/19-007-c. A product correction letter was issued on 10jun2019 to all worldwide alinity ci scm customers configured with the alinity I processing modules to inform them of the issue where incorrect results may occur after a system stop due to the alinity I re-use of reaction vessels. The letter further notifies the customer that the alinity ci-series software version 2.6.2 will be released to resolve the issue and instructs the customer on the operational steps to take that will prevent the issue from occurring.

Event description:
During a data review conducted by us abbott diagnostics software engineering , it was found that a patient result was identified as being impacted using a "dirty rv."sid (B)(6) generated a incorrect free t4 result of 0.87 pmol/l. The incorrect result was determined to be caused by an alinity ci-series software deficiency where the reuse of reaction vessels (rvs) occurred after a system stop. No impact to patient management was reported.